Manufacturer narrative:
The doctor indicated that the use of optibond solo plus on nine different patients caused post operative sensitivity. As a result of the sensitivity the doctor removed and replaced the patients' restorations. There have been no further complications. This MDR is in reference to the first of nine total incidents.

Event description:
In december 2006 a doctor informed kerr italia srl that a patient experienced sensitivity from the use of optibond solo plus.